Event description:
The customer called to report that they were using cidex opa test strips to test cidex plus 14-day solution. The customer did not provide their name, the facility name, the phone number, or an address. Unable to follow-up with the customer regarding potential pt injury. The customer was instructed that test results would not be valid if they used cidex opa test strips to test any solution other than cidex opa. The customer did not provide an event date, stated that the facility has done this for "a long time".

Manufacturer narrative:
.